Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random several times that day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: during investigation, a review of the black box showed multiple pump reboots. The battery cap threads were observed to be stripped. The returned battery cap was not able to be used for testing; a test cap was used to complete the investigation. There was no corrosion observed in the battery compartment or on the cap spring. During testing, the pump rewind, load, and prime steps were performed with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.